Event description:
A customer reported that the control panel moves side to side on the epiq cvx ultrasound system when locked and while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. There was excessive amount of grease around the top mechanism. After cleaning the top swivel mechanism, proper function was restored and returned to use. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by cleaning the excessive amount of grease around the top mechanism. After cleaning the top swivel mechanism, the proper function was restored and returned to the end user. A failure analysis was not able to be performed as no parts were replaced or returned. The system has returned to service with no similar issues reported.